Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer is reusing insulin, and wearing the pump supplies for 3 days. Tandem clinical support informed customer that reusing insulin, and wearing the pump supplies for 3 days, is off label per the user guide. On (B)(6) 2024 the customer was hospitalized and subsequently admitted into the intensive care unit (ICU), with a blood glucose (bg) level of 500-599 mg/dl, and high ketones. Ketone levels listed as life threatening by their health care provider. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. The customer continued to use the pump for insulin therapy and has manual injections if needed.